Event description:
Pt in a foreign country with history of several collagen injections with no complications had edema at injection site within 10 minutes of start of injection with bovine collagen in 2000. Patient was given 1 tab zyrtec immediately and then 1 tab po, qd x 4d. Symptoms resolved "approximately 3 hours after onset". Recovery total.